Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had several failed battery test alarms on their insulin pump. Customer's blood glucose was 92 mg/dl at the time of the call. Troubleshooting did not find any damage or corrosion to the customer's battery compartment. Customer also stated the contacts on their battery cap was not damaged. It was found the customer did not receive a failed battery test alarm at the end of troubleshooting. Customer stated they would call back to have the insulin pump replaced. No additional information provided.